Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances greater than 2,000 ohms along with loss of capture. Subsequently, the patient underwent a revision procedure and this product was surgically capped and abandoned. No adverse additional patient effects were reported.